Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Further communication with zoll representative indicated his rcs was faulty causing the reported malfunction. This report has been attributed to inadequate testing equipment by the end user. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device. No trend is associated with reports of this type.

Event description:
Complainant alleged that the device failed performance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the device failed functional test. Complainant indicated that there was no patient involvement in the reported malfunction.